Manufacturer narrative:
One sample model 20129e was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe and flushed with water. Leakage was observed coming from both end of the filter where the two filter parts are welded together. Visual inspection under a microscope showed gaps in the weld. The customer complaint was verified and a quality notification was sent to the supplier. The sample was sent to the supplier but the root cause is unknown.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was leaking. The following information was received by the initial reporter with the following: it was reported by customer that fluid noted to be leaking at connection between filter and extension with spin-lock.